Event description:
It was reported that the patient presented in-clinic for a post procedure check-up. Upon interrogation and x-ray imaging it was noted that the right-atrial (ra) lead and the right-ventricular (rv) lead exhibited lack of slack, loss of capture and had dislodged. As a resolution the ra lead was explanted and replaced, and slack was added to the rv lead on (B)(6) 2025. The patient condition was stable.